Manufacturer narrative:
Date of event: per customer, the information is not available. The respiratory care director has changed. Patient/user involvement: per customer, the information is not available. The respiratory care director has changed. Conclusion: the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Manufacturer narrative:
Patient's information and event date has been requested.

Event description:
Customer reported the touchscreen display intermittently. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.